Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: isthmic spondylolisthesis it was reported that on (B)(6) 2016, the patient underwent posterior lumbar interbody fusion surgery at l5-s1. Intra-operatively surgeon placed a cross-link, tightened both set screws gradually and performed final tightening on both gold screws. When the surgeon tried to tighten a center set screw it was stripped. It was reported that the center screw of the crosslink was tightened without a counter. It was retightened with a hospital owned instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.